Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced bacterial peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by fibrin deposits in the effluent and cloudy effluent. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Three days after onset, the patient was treated with intraperitoneal (ip) mirocef 1 gram once daily for seven days and ip kefzol 1 gram once daily for seven days. The patient was recovered approximately thirty days after onset. Action taken with pd therapy was not reported. No additional information is available.